Event description:
Caller reported a malfunction on the pump, specifically citing malfunction code "malf 1" and fault ID "0x200c." There was no adverse impact to the customer's blood glucose level as a result of this malfunction. The customer was assisted by technical support in resetting the pump, but the issue persisted, leading to the decision to send a replacement pump. The customer was also instructed on necessary steps for setting up and returning the pump and confirmed their understanding of these instructions. The customer will use multiple daily injections (mdi) as a backup.